Event description:
It was reported that the patient passed away due to a massive stroke either during implantation or shortly after. The patients neurological damage was noted to be to big. The device was not explanted. The outcome was not device or therapy related, and it was noted there was possible heparin use during the implant procedure. The device operated as expected.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.